Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Upon visual inspection, engineering observed that the feeder, a metal component located in the shaft, was damaged and a piece had broken off. Based on the condition of the returned unit, it is likely that the reported event was caused by the damaged feeder, which may have occurred when the clip was being removed from the jaws. The instructions for use (IFU) states "do not place the clip applier through the trocar if a clip is present in the jaws. Doing so may result in damage to the device..." The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.

Event description:
Procedure performed: laparoscopic cholecystectomy. General surgical registrar was attempting to clip the cystic duct with ca500 when she was unable to fire the clip applier. In her words the handle was jammed and she was unable to close the handle to fire the clip. The device had been fired once without complication on the cystic duct. As the device was stuck it was removed from the patient and another clip applier was opened and used to complete the procedure. Unfortunately the packaging was discarded we do not have a lot # for the product. Patient status: no patient injury or illness occured associated with this event. Intervention: another clip applier was opened and used to complete the procedure.